Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level was 150mg/dl. Multiple infusion set changes were performed to address the occlusion alarms and the occlusion alarms continued. A system check was performed and the pump performed as intended. The customer declined to remove their infusion set site to inspect the cannula. The customer was to perform a cartridge change to address the issue.